Event description:
(B)(4). Insurance provided. Hair began falling out, severe bloating, heavy menstrual, excessive cramping, odor, teeth began rotting at fast pace, neck back joint and pelvic pain, allergic reactions throat swelling, flutters in belly, pain in fallopian area, leg cramps, hysterectomy needed, incontinence, and became pregnant a year after implanting, brain fog and concentration problems, severe depressing and anxiety.